Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated battery longevity dropped by 13 percent over the course of three months. This device is expected to be explanted at a future date. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated battery longevity dropped by 13 percent over the course of three months. This device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.